Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive and the screen was blank. Her blood glucose was 180mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.